Manufacturer narrative:
Initial and final MDR 1886444 - MDR 3003442380-2024-08045 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set occlusion event on (B)(6) 2024. The event occured after 3 hours of insertion. Insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.